Event description:
Patient presented to the physician with swelling at the neck. Physician recommended other alternatives, but patient declined and requested system removal. Physician brought the patient into the or and removed the entire inspire system.